Event description:
Consumer complaint of low blood glucose results. Blood test performed at time of the call read "lo". Caller stated he felt ok. Testing using another test strip also produced "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).